Event description:
It was reported that an interlink extension set leaked during use. The reporter stated that solution leaked between the connection of the y-site and tubing. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed and did not reveal a leak at the connection between the y-site and the tubing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.